Event description:
It was reported that during a pci procedure, the express2 monorail stent was damaged. Lesion information was not provided. The express2 stent delivery system was advanced, however it was unable to cross the lesion. While being withdrawn back into the guide catheter, the proximal edge of express2 stent became damaged. The procedure was completed with another of the same device. No patient complications were reported, and patient status was reported as 'good.'